Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of the coupler wobbling was confirmed, as well as noise on the cable and no image on the monitor. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the hd autoclavable camera head, the scope mount was wobbling. The issue was found at preparation for use, there was no delay in the diagnostic procedure, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and the subject was not visible, and there was no image available temporarily. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 15 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to damage such as a break on the cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.